Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is not currently available. Associated medwatch report number:1221934-2018-54548.

Event description:
It was reported that the device was suddenly stopped during arcr surgery. Then, the surgeon replaced the burr (same p/n and lot number) and found the device worked. However, after a while, 2nd device was also stopped. The surgery was finished without any other problem although it was not reported how the surgery was completed. It was brand new and the first use when the issue occurred. There was no harm to the patient.

Manufacturer narrative:
Investigation summary: the complaint device was received and inspected. It was observed that the inner and outer assemblies were not stuck together. This complaint cannot be confirmed. The assemblies could rotate freely per the drawing specification. No lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is not currently available. Associated medwatch report number: 1221934-2018-54548.